Event description:
It was reported the pt experienced a loss of therapeutic effect. The stimulation was in the wrong location. The coverage used to be from the toes to above the hips, but now covered the upper thighs to the upper ribs. The change in stimulation caused pain in the testicles and back. The symptoms began five days prior to the report; the pt awoke and "could hardly sit up" due to back pain. The pt had denied any recent falls or medical procedures. The pt felt some pain at the ins location. The pt remained at home in fair condition. Add'l info has been requested, but was not available on the date of this report.

Manufacturer narrative:
(B) (4).